Event description:
It was reported, "the active electrode was not fully inserted. When the surgeon activated the handpiece, it arced and burned the patient's lip. Burn was minor and ointment was applied."

Manufacturer narrative:
The device in question is designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. These devices are compatible with conmed disposable standard and ultraclean active electrodes. A DHR/lhr, device history record/lot history record, review was not possible as the lot number for this product has not been made available. A conmed territory manager visited the end-user facility to evaluate the devices in question associated with this incident. The end-user facility was utilizing this device with megadyne brand electrodes, one not listed on the instructions for use, IFU, as a compatible active electrode. The megadyne brand electrode did not seat securely in the pencil and the blade could rotate freely in the pencil. This resulted in a loose connection between the electrode and the pencil, causing arcing that resulted in the burn to the patient's lip. Use of the goldline pencil with a conmed compatible active electrode results in the active electrode being firmly seated and locked in the pencil. The conmed territory manager has steered the end-user towards a compatible conmed active electrode that is now being utilized in the end-user facility. This substitution of a compatible active electrode for utilization with the conmed goldline electrosurgical pencil has mitigated the failure mode witnessed in this incident. No conclusive manufacturing related causes were observed during the investigation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.